Event description:
The complainant has reported that a pt (age and gender unk) had undergone a hemostatic clipping procedure within the large intestine using bbc resolution clip devices. It was reported that during the procedure the second clip attempted to be used grasped the tissue, however, it did not release from the catheter. The physician removed the failed clip and was able to complete the procedure with another of the same device successfully. It was also reported that there was no additional trauma to the bleed site and that the pt did not sustain any complications or ill effects due to these reported issues.

Manufacturer narrative:
A customer ship history was conducted, however, it did not yield a part number/lot number match. Therefore neither a DHR review nor a similar complaint review could be performed. A root cause for this complaint could not be determined since no device was returned for investigation. A trend analysis was reviewd for this device's product family over the last 15 months. No special cause variation was observed is the analysis for the resolution hemostatic clipping device.